Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 06/26/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/11/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the down arrow keypad button was intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The returned battery cap was found to be cracked/damaged; the returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.